Event description:
A customer reported to baxter corporate product surveillance of an unknown baxter primary line running wide open outside of an unknown pump, connected at the lower y site. A nurse stated that the line would not run at all. The process step in which this condition occurred has not been identified. There was no report of any patient involvement or medical intervention. No additional information is available. .

Manufacturer narrative:
(B)(4). Additional information: a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number.